Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr of lot #d905612 showed one other similar product complaint(s) from this lot.((B) (4))

Event description:
Leaking occurs on the bottom side of the plastic disc where the needle touches the body.